Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on 10/03/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/03/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Unrelated to the display issue, the ok keypad button symbol was found to be worn, which has no effect on insulin delivery function. (B)(6).